Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) will not turn on, screen issue.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10, h11. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced power management board, pneumatic module assy, executive processor, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service. The suspected faulty power management board, pneumatic module assy, executive processor was sent to getinge's failure analysis and testing (fat) for evaluation with the reported unit failure of the unit would not power up. A technician inspected the power management board, pneumatic module assy, executive processor and performed a visual inspection on all the parts . It was observed that the pcb, power management had a white residue on it, which is consistent with saline. Pneumatic module assembly also had white residue in the port of the safety disk and the port of the pim and exec processor had white residue on connector j22. Due to this damage and the risk it poses, these parts cannot be investigated any further by the failure analysis and testing dept. The power up failure was most likely caused by the saline damage on the pcb, power management. Saline damage to boards and assemblies is caused by the clinicians not the cardiosave. A saline bag usually develops a leak and saline then spills into the unit causing damage to the boards and assemblies. The parts was retained in the failure analysis and testing department per procedure.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) will not turn on, screen issue. It is unknown under which circumstance the event occurred and patient involvement is unknown.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced power management board, pneumatic module assy, executive processor, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service. The suspected faulty power management board, pneumatic module assy, executive processor was sent to getinge's failure analysis and testing (fat) for evaluation with the reported unit failure of the unit would not power up. A technician inspected the power management board, pneumatic module assy, executive processor and performed a visual inspection on all the parts . It was observed that the pcb, power management had a white residue on it, which is consistent with saline. Pneumatic module assembly also had white residue in the port of the safety disk and the port of the pim and exec processor had white residue on connector j22. Due to this damage and the risk it poses, these parts cannot be investigated any further by the failure analysis and testing dept. The power up failure was most likely caused by the saline damage on the pcb, power management. Saline damage to boards and assemblies is caused by the clinicians not the cardiosave. A saline bag usually develops a leak and saline then spills into the unit causing damage to the boards and assemblies. The parts was retained in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible define.

Event description:
N/a